Event description:
It was reported patient information was not transferring over to central station unit. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The customer tried to find the switch while troubleshooting prior to the philips field service engineer's (fse) arrival. Troubleshooting, the customer put the affected surveillance station in service mode. As a result, all its tele sectors worked, which indicated a multicast issue. The connection indication (ci) master rebooted and the issue was still not resolved. Testing with the multi cast determined it was not a multicast issue; however, it was the primary that was searching for the ci master that was not functioning. Based on the information provided in case and by the philips fse, the root cause of the issue was confirmed to be a wireless issue. Once the primary server was rebooted, the primary eventually established the connection back to the ci master. No further investigation or action is warranted at this time.